Event description:
The user facility reported to terumo cardiovascular systems corp that during cardiopulmonary bypass the shunt sensor leaked blood at the large blue luer cap. <1cc blood loss. Product was changed out. Surgery was successfully completed.

Manufacturer narrative:
Upon eval of the device the complaint was confirmed. The unit was visually inspected and pressurized at 200 mmhg positive pressure. The complaint unit was found to leak from both the large and small bore ends. A review of the device history revealed no anomalies which would contribute to a leak at the weld. The most likely root cause of this issue is the recent change in welding specs has magnified the effect of slight variations in fit between the insert and body to the point that although it passed the 100% leak test in-process, it was unable to maintain mechanical integrity through the shipping and handling process. (B)(4). All available info has been placed on file in quality management for appropriate tracking, trending and follow up.